Manufacturer narrative:
The referenced admission for driveline exit site infection was reported under medwatch MFR report #2916596-2017-03358. (B)(4). Approximate age of device ¿ 1 year and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2017 that while admitted for driveline exit site infection, the patient¿s lactate dehydrogenase (ldh) was elevated. The patient continued on anticoagulation regimen of aspirin 325 mg and persantine 100 mg three times per day (tid). The patient was treated with integrillin from (B)(6) 2017 through (B)(6) 2017 along with heparin, and epi 0.04 with mean arterial pressure (maps) 50-55. Central venous pressure (cvp) was 2-4. Ramp study was performed on (B)(6) 2017 and found that the aortic valve closed with lvad speed increase. At the baseline speed of 8800 rpms the aortic valve was opened. CT scan on (B)(6) 2017 found aortic valve calcifications and dense calcific coronary atherosclerosis. The lumen of the outflow tract was well opacified with contrast and there was no evidence of significant thrombus. The lumen of the inflow cannula was obscured by metal artifact but looked patent as well. There was mild thickening of the anterior pericardium. An echocardiogram on 04dec2017 found baseline speed was 8800 rpms and aortic valve opened with every beat. Septum was leftwards. On (B)(6) 2017 the lvad clinician reported that the cause of the elevated ldh was believed to be dehydration as the ldh seemed to improve with IV fluid. The patient¿s ldh had not yet returned to baseline. The patient was still admitted.

Manufacturer narrative:
The patient remains ongoing. The elevated ldh was treated with heparin and the hospital suspected cause was dehydration. A direct correlation between the left ventricular assist system (lvas) and the reported elevated lactate dehydrogenase (ldh) level could not be determined through this evaluation. Analysis of the system controller log file that was provided by the account confirmed the report of elevated power. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.